Event description:
It was reported that the patient presented for follow up with the right atrial lead was dislodged. The patient was scheduled for revision; however it was determined that the lead was too short, and it was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.